Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade iii. Healthcare professional later confirmed left side "capsular contracture, baker grade IV" and "rupture that was noticed during explant surgery." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional later confirmed left side "capsular contracture, baker grade IV" and "rupture that was noticed during explant surgery." Device has been explanted.